Manufacturer narrative:
Alarm 30 was verified. Fill estimate and battery jump were verified, but no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate, and the battery gauge was fluctuating. No backup currently available. Caller will reach out to hcp. Customer's blood glucose was 95-134 mg/dl.